Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low glucose (gluc) and triglyceride (tg) results generated by the synchron lx20 clinical system. The results were not reported outside of the lab. The original gluc result was 47 mg/dl. The automatic critical rerun gave a result of 102 mg/dl. The original tg result was 30 mg/dl. Upon rerun the result obtained was 87 mg/dl. There was no affect to the patient or user associated with this event.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) evaluated the instrument on (B)(6) 2010 and did not find any issues. As a precaution the fse changed the three-way valves and syringes. A clear root cause for this event has not been determined.